Event description:
It was reported that a primary audible alarm background post event occurred. No patient injury was reported.

Manufacturer narrative:
No causes or potential causes to the customer's reported problem were found during the device history report (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Seal was intact on the device. Upon inspection, the device battery door was cracked. The reported event was in the event history log. The technician performed an occlusion test and was unable to duplicate the reported event, the root cause of the reported issue was not found. The technician replaced speaker for preventive measure. Occlusion test was performed on the device, which it passed. There's a corrective action preventive action for this reported event. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.